Manufacturer narrative:
H3: one device was received for analysis. The service history review identified that the device had not been in for service yet. The customer issue was duplicated as the downstream occlusion (dso) seal was defective/non-functional. The dso sensor was replaced. The device will be submitted for functional and delivery tests and returned to the customer after passing all tests.

Event description:
It was reported that the reservoir was not recognized. There was no reported patient involvement.